Event description:
It was reported that the camera head had experienced no image. The issue was recognized by the main body and found at preparation for use. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
E1-address: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found water immersion in the main unit's image capture, flooding of the camera cable, a flaw (hole) in the camera cable, and corrosion at the electrical contact point of the video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: the internal charge coupled device likely failed due to flooding of the main unit's image capture and camera cable. Therefore, it is presumed that normal communication was not possible, leading to the phenomenon of no image. The camera cable had a scratch (hole), and it is presumed that the main unit's image capture and the camera cable were flooded due to moisture entering the inside. A definitive root cause of the reported phenomenon cannot be conclusively identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.